Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were reseated and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up and would not fluoro during a case. No pt injury was reported.